Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, during the ablation phase of the procedure, smoke was noticed coming from the genesys hta control unit. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."